Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery cat heter system (dcs), the valve dislodged up to a depth of -2 mm on the non-coronary cusp and 2 mm on the left coronary cusp. Subsequently, a second valve was implanted valve-in-valve. No associated adverse patient effects were reported.